Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and high pacing impedance measurements of 1,400 ohms. Additionally, the physician reported that the suture sleeve wasn't tied down on the lead and noted that the lead was fractured. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that decreased r-wave measurements were also observed. The local field representative spoke with the physician who checked the patient previously and noted that programming changes were previously made to device outputs. The patient was seen a few months later and pacing impedance measurements were noted to have decreased to 700 ohms, then later increased to 1,917 ohms and then decreased back to 1,690 ohms. Threshold measurements were also noted to have come down and the patient reported feeling better. A lead revision was going to be considered, however, given that the patient symptoms improved and electrocardiograms (ecgs) looked better, the physician opted to continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the suture sleeve was actually tied down on the lead, however, may have been tightened too tight. The fracture was suspected to be in the location of the suture sleeve, however, this was not confirmed through diagnostic imaging. The physician will continue monitoring.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms were observed. Additionally, a changes in threshold measurements related to the patient's condition were observed and resulted in loss of capture (loc). An invasive procedure was performed. The cardiac resynchronization therapy pacemaker (crt-p) and lv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 337-344 millimeters (mm) from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.